Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. A post accelerated stress test (ast) 2 hours 15 mins 8500 ml simulated treatment was performed and passed with no further alarms or issues. The cycler underwent and passed a system air leak test and balloon valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler encountered no other discrepancies. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during drain 4 of 4 of their peritoneal dialysis (pd) treatment. The patient noticed the blank when he woke up. The patient disconnected and turned off the cycler. The cycler was rebooted, an alarm was heard, the stop button was pressed to mute the alarm but the screen remained blank. The cycler was unplugged and plugged back in but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information has been requested but has not been obtained. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.